Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device. It was also received with cracked reservoir tube lip, scratched lcd window, scratched case and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Customer's blood glucose value was 10 mmol/l. The customer explained that the insulin pump was exposed to moisture since he was splashed with water at the beach and his shirt got wet. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.